Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse was cleaning the tip of an insulin pen prior to inserting a bd autoshield duo pen needle. As he rubbed the port with alcohol he was stuck in the finger. Upon inspection of the device he found a small piece of previously used needle stuck in the needle port. The nurse received post exposure lab work. The test results were negative and he did not receive any prophylaxis or any other medical interventions.

Manufacturer narrative:
Results: one open bd autoshield duo sample from lot # 5065709 was returned for evaluation. The returned autoshield duo was examined and was observed to be properly activated. All shields were properly activated and the red band was visible. The non-patient shield was removed and the non-patient end of the cannula was observed to be present in the hub of the sample without any observed defects. No broken piece of the cannula was observed on either end of the sample. This indicates that the previously used needle stuck in the insulin pen, reported by the customer, did not come from the sample returned from the customer. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5065709. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure.